Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The report is a duplicate report. The original complaint was submitted under (B)(4) on april 19, 2021 report ID (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Lot number unknown / not provided. UDI not available.

Event description:
It was reported that driver tip got stuck when placing the implant. The doctor replaced the driver tips several times. Implant remains implanted.